Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported syringe empty alarm was evidenced in the event history log (ehl). A syringe delivery test was performed. A syringe empty alarm was found at the beginning of the syringe delivery test. The customer reported product problem was therefore confirmed. The alarm was being produced because the position tab came loose from the carriage. This happened because the pump had been dropped or mishandled by customer. The pump was badly cracked on the bottom case. Customer damage to the pump was therefore established as the root cause. The damaged position pot was replaced to correct the problem.

Event description:
It was reported that the medfusion pump indicated that the pump potentially produced a syringe empty alarm when should not have. No patient injury or complications were reported in relation to this event.